Event description:
Customer reported that he went to the emergency room and was hospitalized due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was over 590 mg/dl. Customer stated that his insulin pump broke and he spent 11 hours without insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. Motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during out testing. Unable to perform basic occlusion, occlusion, excessive no delivery alarm tests due to motor error alarm. However, unit passed the displacement test.